Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. On (B)(6) 2025, the sample was tested using the elecsys hiv combi pt assay and generated a result of 101.5 coi (reactive). A rerun of the same sample on the same system produced a result of 98.97 coi (reactive). Testing of the same sample with a competitor hiv assay produced a negative result. Confirmatory testing was not performed.

Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Calibration data from (B)(6) 2024 and quality control data from (B)(6) 2025 were found to be within expected ranges. The root cause of the repeatedly reactive results could not be definitively determined. False reactive results may occur at coi values just above the cutoff or at higher levels, depending on the cross-reactivity of the sample and reagent. Confirmatory testing, such as western blot or hiv rna tests, was not performed as recommended. No general product issue was identified, and the device remains in operation at the customer site.